Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis. The blood glucose reading at time of call was 527mg/dl. The customer believes that the insulin pump was not giving her all the insulin she programs. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that her site got ripped out of her body, and while changing the infusion set, she received a no delivery alarm. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms and a no reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. The customer mentioned that when she changed the site, she noticed the cannula was bent. Instructed the caller to remove and to reinsert the infusion set to run again the manual prime test, and the insulin pump did not alarm. Advised the caller that the device is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.